Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: d6b additional information: d9, h3.

Event description:
It was reported the patient presented in the clinic. The clinic was unable to interrogate the patient implantable cardioverter defibrillator, and premature battery depletion and the device being in back up mode was suspected. The device was explanted and replaced on (B)(6) 2021. The patient experienced no symptoms related to this procedure.